Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "power failure. Both main fuse 1.6a t fuses blown." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "power failure. Both main fuse 1.6a t fuses blown" was confirmed by baxter personnel. The root cause was determined to be the ac fuse was blown/missing. The ceramic fuse was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with a fuse issue, cannot be confirmed nor can an assignable cause be provided. This pump was repaired onsite by the customer by replacing the ceramic fuse with a glass fuse. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.